Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during a mis-tlif surgery in a patient diagnosed with spinal degeneration at l5¿s1. It was reported that an expandable cage of the appropriate size was selected for implantation. Prior to implantation, the scrub nurse attempted to partially expand the cage, and it expanded successfully. However, after the cage was fully implanted, the surgeon made multiple attempts to fully expand the cage, but it could not be expanded. The cage was then removed, and further attempts to expand it outside the patient were also unsuccessful. Therefore, the cage was replaced with a new cage of the same size, which expanded successfully, and the surgery was completed without further issues. There was no patient symptom reported. There were no further complications reported regarding the event.